Manufacturer narrative:
An investigation was completed. The results of the investigation have identified no additional actions are necessary at this time. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Event description:
Screws fixating a portion of a locking plate to reconstructed bone fragment loosened from compromised bone fragment three weeks after implant. They were removed.